Manufacturer narrative:
(B)(4) . The device was received and the evaluation is complete. During the event history log review, an increased intra-peritoneal volume (iipv) event was identified. Upon conclusion of the investigation, the cause of this issue was determined to be false empty detect at initial drain after I-drain alarm volume was met and false empty detect at previous therapy last drain after minimum drain volume was met. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy initiated on (B)(6) 2015 at 21:15:55. During night drain cycle one, the patient's ultrafiltration reading was 1717ml, indicating the home patient drained 1717ml more than their maximum programmed fill volume of 2200ml. No additional information is available.